Manufacturer narrative:
Sanofi company comment dated 08-feb-2018: this case concerns a female patient who received treatment with injection synvisc one and had walking difficulty. The role of the drug cannot be denied for the occurrence of the event based upon the available information. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case.

Event description:
Cannot walk properly [walking difficulty], pain/pain while sitting/cannot bend knee [knee pain], swelling [joint swelling], complete knee stiffness [stiff knees], inflammation [joint inflammation]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 08-feb-2018 from patient via health authority (us FDA- food and drug administration- mw5073909). This case concerns a female patient (age unspecified) who received treatment with synvisc one and after an unknown latency patient experienced pain/pain while sitting/cannot bend knee, cannot walk properly, swelling, complete knee stiffness and inflammation. No past drugs, medical history and concurrent conditions were reported. Concomitant medications include fluticasone propionate/salmeterol xinafoate (advair diskus), amlodipine besilate, acetylsalicylic acid (aspir-low), atorvastatin calcium, fluticasone propionate, gabapentin, glipizide (glipizide xl), hydrocodone bitartrate/paracetamol (hydrocodone w/ acetaminophen), sitagliptin phosphate (januvia), levothyroxine sodium, losartan potassium, magnesium oxide, metformin hydrochloride, salbutamol sulfate (pro-air hfa), ropinirole hydrochloride, sertraline hydrochloride, ascorbic acid (vitamin c), ergocalciferol (vitamin d), lecithin and iron. On an unknown date in 2017, patient received treatment with intra articular synvisc one injection once (lot number, dose, indication and expiration date: not reported) in right knee for knee pain. On an unknown date, latency unknown, patient had impairment of knee. Patient had pain, swelling, complete knee stiffness, inflammation. Patient now experience pain while sitting, cannot properly walk, cannot bend knee. It was reported that the problem did not stop after the person reduced the dose or stopped taking or using the product. It was reported that the doctor made decision for this injection due to knee pain. Corrective treatment: not reported for all events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 08-feb-2018: this case concerns a female patient who received treatment with injection synvisc one and had walking difficulty. The role of the drug cannot be denied for the occurrence of the event based upon the available information. However, the information regarding patient's medical history, concurrent conditions, concomitant medications and other risk factors will aid in comprehensive assessment of this case.